Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed on the right common carotid artery during sheath insertion which led the physician to re-access the common carotid artery and cover the dissection proximally using a secondary stent. It was reported that the procedure was completed successfully and the patient is stable.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.